Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. During pre-inflation a back flow was confirmed when the negative pressure was applied prior to inflation and balloon rupture was concluded. The procedure was completed with another of the same device. There were no patient injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).